Event description:
It is reported that the pt was revised for infection and a cracked liner was noted.

Manufacturer narrative:
Info was rec'd from a journal article. Eval summary: a revision surgery was performed 1 month after a tha. A 36 mm longevity liner was explanted during the revision. The paper claims 4 cracks were found within two of the anti-rotations notches in the rim based on fiber optic illumination and confirmed with sem analysis of the fracture surfaces. The cracks were shallow and all originated at the root of the notches machined in the unsupported rim of the liner. Despite these cracks, the liner was fully intact and fully functional at the time of the revision. From the info provided in the article regarding this case, it is not possible to confirm the cause of the alleged cracks in the longevity liners. There are multiple circumstances that can aggravate the initiation of cracks and ways to arrive at a false positive identification of fatigue cracks. At this time, no design issue is defined from the evidence provided in this article. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. The journal of arthroplasty.